Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate the device, and it was difficult to pump. A computed tomography scan revealed fluid loss in both cylinders. Upon explant, the cylinders were found to be ruptured and had aneurysms. All the components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Correction to field b3: date of event. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to inflate the device, and it was difficult to pump. A computed tomography scan revealed fluid loss in both cylinders. Upon explant, the cylinders were found to be ruptured and had aneurysms. All the components were removed and replaced. No patient complications were reported.